Event description:
It was reported by the rep that the (1) tsb45 and the (1) tr45b were used during a laparoscopic colon resection procedure. It was reported that the surgeon checked for anastomosis leaks during the final colocostomy. It was discovered that the distal 45 line had improperly formed staples that easily came open. The staples had an "n" formation. The pt had to be opened and then was hand sewn. The or time was extended 1 hr.